Manufacturer narrative:
(B)(4). Third of 5 emdrs. Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A clinic's surgical service buyer (ssb) contacted baxter to report that within the last month or so, a surgeon had been having problems with an unspecified amount (possibly 4-5) transfer sets in conjunction with the adapter. The surgeon was reportedly unable to twist on to the transfer set; the clamp turned only an 8th of a turn and he felt like it should twist on further. Overall the surgeon was reportedly dissatisfied with the locking mechanism of the product. The problem took place during use. There was no patient injury or medical intervention. During a follow up with the ssb regarding the reported issue, it was explained that a surgeon complained about having difficulty during surgery to connect the transfer set to the plastic adapter (brand: kendall/covidien). The surgeon first hand-tightens and because he would feel unsure as it does not tighten all the way, the surgeon would resort to using a clamp to give it another twist. The ssb could not confirm if 4 or 5 events were reported. Per ssb, the surgeon did not report any leaks, loose connections, disconnections, patient injuries or medical or interventions.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.